Event description:
The info provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: femur; surgery description: lengthening, fracture treatment; patient's info: (B)(6), male, (B)(6); problem observed during: clinical use on patient/ intraoperative; type of problem: device broke under screw fixation; event description: during the operation surgeon fixed the screw for locking the lengthening of the fixator, and the fixator body broke. Other thing is that clamp screw broke as well after fixation. The fixator must have been replaced for stryker one, and the operation was too long. Patient lost fracture reduction. The complaint report form indicates: the device failure caused adverse effects to patient; the surgery was not completed with used device; a replacement device was immediately available to complete surgery; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available. Patient current health condition: good. MFR ref number: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related ot the controls made on the device code 90000 lot v1357162 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the returned device, received on 02/18/2015 was examined by orthofix srl quality engineering dept. The device was subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual check performed after the disassembling of the device, evidenced that two components (central body female component and clamp locking screw) are broken and that there was presence of debris. The dimensional check did not evidence any anomalies. Central body female component: the presence of the debris suggests that a not proper decontamination procedure was performed (device not disassembled before cleaning). The breakage of the central body is most likely attributable to a wrong reprocessing of the device. It is most likely that the device subjected to the decontamination and sterilization procedures keeping the locking screws tightened, which caused an initial crack. The device finally broke most likely when a high torque was applied during surgery. Orthofix srl wishes to remind that the correct procedures for the safe processing of orthofix srl medical devices are included in the instructions for use, ref. Pq_isp. Clamp locking screw: the clamp locking screw broke in correspondence of the medial part of its thread. This unusual breakage position suggests that an excessive torque was applied during tightening the clamp. The results of the technical evaluation evidenced that the device. Was originally conforming to orthofix srl design specifications. Medical evaluation: the info made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please fine below an extract of the medical evaluation: "in this case it is clear from the technical analysis that the device has not been taken apart and cleaned after the previous use, and the cam and bush have not been replaced as stipulated in pq_exf. Nevertheless, the patient was potentially injured by having an inadequately processed fixator applied, which then broke as it was being tightened. There is also evidence that excessive force was used to tighten one of the clamp locking screws. This patient came to no harm because another fixator was available for immediate replacement, and the report suggests that no significant extension of operating time was incurred". Final comments: the results of the technical evaluation evidenced that the device was originally conforming to orthofix srl design specifications. The medical evaluation evidenced as follow: "in this case it is clear from the technical analysis that the device has not been taken apart and cleaned after the previous use, and the cam and bush have not been replaced. This patient came to no harm because another fixator was available for immediate replacement, and the report suggests that no significant extension of operating time was incurred". Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix srl specifications, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is not device related. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same lot. Orthofix srl continues monitoring the devices on the market.